Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update: 02/06/2017 ((B)(4)) pfs and medical records received. After review of the medical records for MDR reportability, alleges pain and discomfort (aches) when walking, stiffness. Noted elevated metal ion labs: cobalt, serum 46.0 ng/ml and chromium, serum 18.4 ng/ml. Stem added to complaint. Also noted patient has an l2-s1 fusion using titanium instrumentation with cobalt-chrome rods. No revision date identified. Prod/lot updated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient developed pain in his hip. He tested positive for elevated levels of cobalt and chromium ions in his blood. Patient is a resident of (B)(6). Update: 02/06/2017 (transfer (B)(4)) pfs and medical records received. After review of the medical records for MDR reportability, alleges pain and discomfort (aches) when walking, stiffness. Noted elevated metal ion labs: cobalt, serum 46.0 ng/ml and chromium, serum 18.4 ng/ml. Stem added to complaint. Also noted patient has an l2-s1 fusion using titanium instrumentation with cobalt-chrome rods. No revision date identified. Prod/lot updated. The complaint was updated on: 2/22/2017.

Event description:
Litigation alleges that patient developed pain in his hip. He tested positive for elevated levels of cobalt and chromium ions in his blood.